Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was dim/fading/discolored and there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings: investigation revealed that the display screen was discolored. Unrelated to the original complaint, investigation revealed the following: the battery compartment was cracked; leak testing revealed a battery compartment leak; there was evidence of internal moisture on the printed circuit board; the keypad cover was peeling. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.